Manufacturer narrative:
As reported, the filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to: caval occlusion, inferior vena cava (ivc) perforation, complex removal. Per the implant records, the indication was left lower extremity deep vein thrombosis (dvt) and bilateral pulmonary emboli (pe). Inferior vena cavography showed a patent ivc and located the renal veins. An optease retrievable ivc filter was deployed below the renal veins with preservation of a patent cava. Thrombus in the vasculature was then treated in multiple passes with the angiojet device. Completion venography showed resolution of the thrombus in the external iliac vein and the common femoral vein; but the common iliac vein proved to have resistant thrombus within it. A successful institution of a transcatheter thrombolytic therapy was also done. Per the patient profile form (ppf), the patient reports ivc perforation, blood clots, clotting and or occlusion of the ivc in addition to a complex percutaneous filter removal approximately thirteen years and ten months after implantation. Surgical removal procedure details were not provided. The patient further reports pain and swelling in lower extremities post implant; unable to work or walk for about a month; blood clot in lung after filter removal, pain, shortness of breath, in addition to anxiety and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the filter subsequently malfunctioned and caused injury, damage to damage to the patient, including but not limited to: caval occlusion, inferior vena cava (ivc) perforation, complex removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, sometime prior to the index procedure, the patient experienced an acute onset of shortness of breath, followed by left leg swelling and discomfort, and was admitted to the emergency department, where duplex showed left lower extremity deep vein thrombosis (dvt) with involvement of the left external and common iliac veins up to the iliac venous confluence. Additionally, a computerized tomography (CT) pulmonary angiogram showed bilateral pulmonary emboli (pe), left larger than right. Because of the significant clot burden remaining in the left leg and a large left sided pulmonary embolus, as well as for purposes of preserving valve function, the plan was to proceed with left lower extremity venous thrombolysis, with placement of a temporary infrarenal ivc filter for protection from further embolic events. Using sonographic guidance, the right internal jugular vein was entered with a micro puncture set. A catheter was advanced over the wire and down into the inferior vena cava with its tip in the proximal right common iliac vein. Inferior vena cavography was then obtained, showing a patent inferior vena cava with dilutional inflow from the left renal vein. There was no evidence of dilutional inflow from the left common iliac vein. An optease retrievable ivc filter was then deployed below the renal veins and above the iliac venous confluence. Completion cavography showed good position and preservation of a patent cava. Ascending venography was then carried out, showing no thrombus in the popliteal or superficial femoral veins; however, there was an essentially stagnant non-clotted blood in this distribution. The entirety of the extent of the thrombus was then treated in multiple passes with the angio jet device. Completion venography showed resolution of the thrombus in the external iliac vein and the common femoral vein; but the common iliac vein proved to have resistant thrombus within it. There was considerable improvement following mechanical thrombolysis but with residual thrombus in the common iliac vein. A successful institution of a transcatheter thrombolytic therapy was also noted. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and five months after the filter was implanted. The patient reports ivc perforation, blood clots, clotting and or occlusion of the ivc in addition to a complex percutaneous filter removal approximately thirteen years and ten months after implantation. Surgical removal procedure details were not provided. The patient further asserts to have suffered pain and swelling in lower extremities post implant; unable to work or walk for about a month; blood clot in lung after filter removal, pain, shortness of breath, in addition to anxiety and fear.

Manufacturer narrative:
As reported, the cordis inferior vena cava (ivc) filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to caval occlusion, ivc perforation, and a complex removal. The indication for filter placement is not available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusive thrombosis within the filter and vasculature do not represent a device malfunction. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the filter subsequently malfunctioned and caused injury, damage to plaintiff/decedent, including but not limited to: caval occlusion, ivc perforation, complex removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.